Manufacturer narrative:
Final analysis found the complete lead was returned in one piece measuring 58.1 cm. X-ray examination found over-torqued inner coil at the connector region and bent helix. The damages found were sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular lead exhibited an anomaly and was explanted and replaced on (B)(6) 2021.